Event description:
Reporter received the er1 message two weeks ago. Reporter retested and result was 425 mg/dl. Reporter went to see his dr and was given an increase in his insulin. While testing during today's call the blood glucose result was 245 mg/dl. Reviewed potential causes for the er1 message. Reporter normally compares teststrip with color chart.